Event description:
It was reported that a greenlight procedure was performed on this patient without anesthesia. The patient was given two percocet tabs prior to surgery. The patient apparently was "getting sick from the percocet; lying there trying to hold the vomit and was retching". Immediately, post the surgery, the patient sat up and vomited what appeared to be "coffee grounds". The patient was taken to the ER and received a gastric lavage which was clear. The patient was sent home and reportedly is "fine". No hospital stay reported. Patient outcome: "patient is fine." No further information was reported at this time.